Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the lead tip was returned for analysis. Internal insulation abrasion was noted at 8.8-11.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. External insulation abrasion was noted at 40.4-40.9cm and 41.4-43.5cm, 44.5-44.8cm, and 50.8-51.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.